Event description:
As per the reporter, during the surgical procedure for a fitbone nail implantation, they experienced a breakage of the tip of the reamer. Fragments of the reamer were left in the intramedullary canal.

Manufacturer narrative:
The returned device, received on november 19, 2025 is currently under technical investigation. A follow up report will be provided as soon as the results of the technical investigation are available.

Manufacturer narrative:
A review of the quality database for the past 24 months revealed no similar complaints. Additionally, no nonconformities were identified for the reported lot, which was manufactured in 2023. Therefore, the case is considered isolated. Based on the information provided and according to the operative technique fb-2205-opt associated with the fitbone device, the reamer is introduced into the intramedullary canal through the tube, which protects the soft tissues and guides the reamer. During distal reaming, the procedure may be performed manually (using a t handle) or with the appropriate step reamer, and the use of a power drill should be avoided. Subsequently, after insertion of the dummy nail, blocking screws are placed if necessary.

Event description:
As per the reporter, during the surgical procedure for a fitbone nail implantation, they experienced a breakage of the tip of the reamer. Fragments of the reamer were left in the intramedullary canal.